Event description:
It was reported that the device "smells hot", had "corrosion on board, some of the board is melted away where the iui connectors are." There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The complaint of the pump module smells hot, had corrosion on board was not confirmed; however, the internal inspection observed the presence of fluid ingression damage on the left inter unit interface (iui) board that is suspected to have been a potential contributing factor. The left (female) inter unit interface (iui) connector was observed to be in good condition. The iui not showed thermal damage. The left (female) iui board exhibited damage in the board tracks. A basic test infusion was programmed with a rate of 50 ml/hr and volume to be infused of 1200 ml. The infusion completed successfully after 24 (twenty-four) hours with no reoccurrence of thermal activity. The rate calibration task was performed on the received pump module. The pump module failed and must be repaired (incidental finding). A known good bezel assembly from the dchu facility was temporarily installed for testing purposes only. The device was recalibrated with a new vpmr of 175.3 ¿l. Rate accuracy task was performed to ensure the device was operating within specification and as a result, the pump module passed with an actual error of -1.4167%.. The bezel assembly was observed to have a protrusion separating from the mechanism frame assembly and the bezel boss in the middle-left bottom, causing the mechanism frame assembly to lift. This incidental finding was the most likely cause for the infusion rate error that was not reported by the facility. There was no patient involvement. Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation and found to have a lifted insert. As well replace the left (female) inter unit interconnect (iui) board damaged. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had corrosion on board as well as some of the board melted away where the iui connectors are and smells hot. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device "smells hot", had "corrosion on board, some of the board is melted away where the iui connectors are." There was no patient involvement.

Manufacturer narrative:
Additional information: annex a: a0406. Annex d: d0106. Annex g: g04100. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump module "smells hot", had "corrosion on board" was not confirmed; however, the internal inspection observed the presence of fluid ingression damage on the left inter unit interface (iui) board that is suspected to have been a potential contributing factor. The left (female) inter unit interface (iui) connector was observed to be in good condition. The iui not showed thermal damage. The left (female) iui board exhibited damage in the board tracks. A basic test infusion was programmed with a rate of 50 ml/hr and volume to be infused of 1200 ml. The infusion completed successfully after 24 (twenty-four) hours with no reoccurrence of thermal activity. The rate calibration task was performed on the received pump module. The pump module failed and must be repaired (incidental finding). A known good bezel assembly from the dchu facility was temporarily installed for testing purposes only. The device was recalibrated with a new vpmr of 175.3 l. Rate accuracy task was performed to ensure the device was operating within specification and as a result, the pump module passed with an actual error of -1.4167%. The bezel assembly was observed to have a protrusion separating from the mechanism frame assembly and the bezel boss in the middle-left bottom, causing the mechanism frame assembly to lift. This incidental finding was the most likely cause for the infusion rate error that was not reported by the facility. There was no patient involvement. Root cause: the root cause of the reported that the device "smells hot", had "corrosion on board" was being attributed to a damage in the female board inter unit interconnect (iui). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.